Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: no samples or photos were returned, therefore we were unable to fully investigate the reported event. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since bd was unable to duplicate or reproduce the indicated failure mode because no sample has been provided, and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine at this time. Rationale: since complaint is not possible to confirm, DHR show no abnormalities or issues and no complaints from other customers, it was determine that no corrective actions are required at this time.

Event description:
It was reported that due to pressure, the syringe and needle 30ga 1/2in separated from each other right before the injection. The following information was provided by the initial reporter, translated from french to english: "when about to be injected, the syringe cannot take pressure and the needle leaves".